Event description:
It was reported by the case manager that during follow-up with the patient , it was mentioned that she recently had a settings increase and her step mom noticed her neck becoming red. She said it is likely that it is due to her touching her neck because it does hurt some now. During follow-up with the physician regarding this report, it was indicated that the patient did not report this to him so no assessment was available. The patient's output current was increased and was programmed to a low duty cycle. Diagnostics were indicated to be fine and was stated there were no noted issues with the device. The patient later reported having headaches, dyspepsia and increase in seizures since having their settings increased. During follow-up with the office of the physician regarding the new reported adverse events, it was indicated that there was no reported increase in seizures by the patient to the physician, therefore no assessment could be provided. It was stated that the headaches are not suspected to be related to the change in vns settings and the upset stomach was possible but not likely at the current settings the patient's device is programmed to. The only intervention planned for the reported events of increase in seizures, headaches and upset stomach is to monitor the patient clinically and optimize settings. No additional relevant information has been received to date.